Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported the system was responding with an overtemp error during the case. The customer solved the problem by swapping the generator and the system did not respond with overtemp error. The handpiece and generator were sent to the caller for testing after the case. There was no pt consequence. The biomed assisted the caller and determined the handpiece had a borderline high capacitive value and would pass on the 2nd generator but not on the first.